Manufacturer narrative:
Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.